Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the cable has poor connection with device, it is unclear of what cable has poor connection. There was no reported patient involvement.

Event description:
The customer contacted philips healthcare to report that the ECG lead wire of the device is too tight at the interface, causing the ECG lead wire to be unplugged.